Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the night before, the patient started having tremors in their arm, and their eyes were dilated. At that point, the patient realized the ins had turned off. The caller knows the ins was turned off because the charge level got too low, but they were unsure how the ins charge level got so low without them realizing it. The caller mentioned that they have alarms on their calendar to remind the patient to charge the ins, so they think the alarm may not have gone off. The patient was charging the ins at the time of the call, and they could see that the first quarter of the ins was charging. The agent reviewed using the patient programmer (pp) to turn the ins back on. The caller confirmed they could turn the ins on and see the difference in the patient's face. The patient said the tremor in their arm was not better yet, but they said it would be. The agent advised the patient to resume charging the ins to prevent it from turning off again. The caller mentioned that it had been long since the patient's ins turned itself off (see rtg0371664 for the previous report of the patient's ins turning off by itself).